Manufacturer narrative:
This report is for one of three devices involved in the event, please refer to report 3013450937-2018-00072 and 3013450937-2018-00073 for the others. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. The patient's operation notes and doctor's visit notes were reviewed, which revealed that the patient has a history of chronic infection associated with their total knee arthroplasty. It was determined that the adverse event was not related to the manufacture of the implants or a non-conformance. Should additional information be obtained the report will be supplemented.

Event description:
Patient visited their infectious disease doctor who confirmed the patient had an infection. Their doctor recommended an incision and drainage revision hinge total knee arthroplasty given the patient's chronic history of infections. A revision surgery was performed on (B)(6) 2018, to revise the eleos components and debride and irrigate the joint.